Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized due to the customer falling. The customer's blood glucose level was 207 mg/dl. The customer received a battery-out alarm on their insulin pump due to low batteries. The customer was advised to change the batteries but the customer was not able to do so at the time of the call. The customer was sent a new battery cap. No further information was provided.